Event description:
It was reported to boston scientific corporation in 2009, that a corflo cubby low profile gastrostomy device was used during a routine feeding procedure performed one month prior. According to the complainant, the device button locking adapter was broken and unable to connect to the right-angle feeding tube. The procedure was completed with a different device (product and manufacturer unknown). There were no patient complications reported a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.